Event description:
It was reported that the patient presented to the clinic complaining of heart failure symptoms. The patient's lactate dehydrogenase (ldh) was over 800. The patient was also having elevation of power and flow. It was noted that the patient had been treated previously at a different hospital with a tissue plasminogen activator (tpa) for suspected pump thrombosis. The patient was noted to be non-compliant with care and last international normalized ratio (inr) check was 8 months ago. The patient was admitted on (B)(6) 2021 for intravenous (IV) heparin to treat the suspected pump thrombosis. The ldh remained over 800 despite the heparin. It was originally noted that the patient had return of heart failure symptoms and worsening kidney function. However, additional information reported that there was no renal dysfunction. The patient underwent a pump exchange on (B)(6) 2021. The pump was not returned for evaluation.

Manufacturer narrative:
Section b5: corrected event description. Manufacturer's investigation conclusion: a specific cause of the reported events could not be conclusively determined based on this investigation. The account reported that the patient presented to the clinic complaining of heart failure symptoms. Lactate dehydrogenase (ldh) was noted to be high. A transient elevation of power and flow was noted. The patient had been noncompliant with care and their last international normalized ratio check had been 8 months before. The patient was admitted for intravenous anticoagulants to treat suspected thrombus. Ldh remained high despite the treatment. The patient underwent device exchange on (B)(6) 2021. Heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), was exchanged for another hmii on (B)(6) 2021. The device was retained by the hospital and is not available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including device thrombosis. This section also provides an explanation of all pump parameters, including pump speed, power, and flow, and explains that pump power is a direct measurement of motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. Section 6 "patient care and management" outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous pump thrombosis was reported under manufacturer report number: 2916596-2019-01445. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic complaining of heart failure symptoms. The patient's lactate dehydrogenase (ldh) was over 800. The patient was also having elevation of power and flow. It was noted that the patient had been treated previously at a different hospital with a tpa for suspected pump thrombosis. The patient was noted to be non-compliant with can and last inr check was 8 months ago. The patient was admitted on (B)(6) 2021 for IV heparin to treat the suspected pump thrombosis. The ldh remained over 800 despite the heparin. The patient underwent a pump exchange on (B)(6) 2021. No additional information was provided.